Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracic left lung lobectomy, while the device was being used to cut off lung tissue, the staples were unable to suture. They took it down and found there were several upright nails near the nail clips. There was poor staple formation and the staple line was incomplete at the distal area which was fixed by replacing the reload. They replaced the product to complete the operation. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Further inspection of the firing rod noted witness marks that indicated the reload was not engaged properly when loaded. Functionally, the instrument was loaded with an articulating vascular/medium reload. During testing of the instruments, a skip was noted in the units firing stroke after closure of the reload jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form proper ly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of firing rod marks may occur under the following conditions 1. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. 2. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. 3. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.